Event description:
In this event it is reported that a propex pixi row was giving incorrect measurements. Further information requested.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received that there was no injury that occurred in this event. This is a follow up report for this additional information. Since receiving additional information - coding needs to be corrected. This is to correct and remove the codes that were initially reported - removing codes for: health effect (B)(4). This is a follow up report for these corrected codes.

Manufacturer narrative:
Received = 1x propex hook a039200000400. 1x propex pixi measuring wire long (eur) a103100000300. 1x propex pixi unit sn: (B)(6). Propex pixi unit. Sav no defect. No defect was found. Tested with alt_s11.